Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a kyphoplasty spinal procedure was performed when the issue happened. The procedure was delayed for 20 minutes and completed by moving the patient to another room. A philips remote service engineer (rse) examined the system remotely and found system did not trigger x-rays or fluoroscopy when the footswitch was pressed. Rse confirmed that oil has been leaking from the stand for months. After reviewing log file, rse found that error messages indicating low oil in the tube cooler and malfunction is for x-ray tube or x- ray generator. As a troubleshooting action, on-site visit fse found that oil leaking at fitting on x- ray tube. The part was returned for analysis, and the reported problem of oil leakage was confirmed. To resolve the issue, fse replaced the x-ray tube and calibrated. After replacing the x-ray tube, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a scheduled kyphoplasty spinal procedure, the system did not trigger x-rays or fluoroscopy when the footswitch was pressed. There was no reported patient or user harm. Philips has started an investigation of this complaint.